Event description:
On (B)(6), 2008, this patient was implanted with gore tag thoracic endoprostheses for treatment of a chronic type b dissection with aneurysmal dilatation. On (B)(6), 2008, the devices were explanted due to a proximal endoleak with expansion of the false lumen.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.